Event description:
Caller reports the expiration date on the aviva strip vial as 03/31/2009. Manufacturer reports the expiration date as 03/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.